Event description:
It was reported that the patient was admitted on (B)(6) 2022 with a major infection and put on a wound vac. Fluconazole was never taken as an outpatient. On (B)(6) 2022 the patient reported feeling poorly with dizziness and blurred vision. The patient also experienced renal dysfunction with volume overload and elevated creatinine on (B)(6) 2022. Patient reported dysuria and fluid imbalance with no evidence of obstruction. As of (B)(6) 2022, the patient reports feeling better and no reported brady arrhythmias. On (B)(6) 2022, after consultation, prednisone burst was ordered and x-rays were performed with unrevealing results. The next day, the patient was put on prednisone for gout and developed hyperglycemia. Sliding scale insulin was started. On (B)(6) 2022, the patient experienced 15 beat run of ventricular tachycardia (vt) that converted back to normal sinus rhythm. As of (B)(6) 2022, the hyperglycemia persisted and diabetes education was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a date of birth: patient privacy laws prohibit the release of private patient information. The patient's date of birth should have been removed from the previous report. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
When the patient was admitted on (B)(6) 2022 they had been experiencing right heart failure. On (B)(6) 2022 the patient was administered a glucometer. If readings were to exceed 300 the patient would call the hospital. The patient had been on dobutamine for arrhythmia. When the patient was weaned from dobutamine they reported feeling bad, but their vitals were stable. The patient had felt better on the medication so they were discharged on dobutamine. The patient's condition resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the device could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction, lists infection, renal dysfunction, cardiac arrhythmia, and right heart failure as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.